Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise oversensing. No intervention was performed. The patient was stable throughout.